Event description:
It was reported that on (B)(6) 2010, the patient underwent direct promus stenting in the first obtuse marginal artery with one 2.5 x 18 mm stent and in the distal circumflex artery with one 2.5 x 23 mm stent. Routine coronary angiography on (B)(6) 2011, revealed 75% stenosis in the first diagonal artery and the distal circumflex artery (dcx). On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization with a xience v 3.0 x 12 mm stent in a target vessel, non-target lesion in the dcx and non-target lesion in the first diagonal artery on (B)(6) 2011. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: promus 2.5 x 18 mm. Other: aspirin, clopidogrel. (B)(4) - no pre-dilatation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was reported that the promus was delivered without pre-dilatation (direct stenting). It should be noted that the promus instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. The lack of pre-dilatation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the IFU, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.